Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal in (B)(6) 2006.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency and irritation.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that the patient underwent a laparoscopic assisted da vinci abdominal colpopexy, abdominal repair of enterocele, abdominal rectocele repair utilizing a xenograft of pelvicol, perineoplasty and cystoscopy with suprapubic tube placement to treat stage iii apical vault prolapse, incontinence society state ii anterior vaginal wall prolapse, cystocele, stage iii posterior vaginal wall prolapse, rectocele/enterocele, urodynamic stress incontinence with urethrovesical junction, hypermobility. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.